Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
It was reported by (B)(4), an onkos sales representative, that a 65-year-old female patient with an eleos distal femur replacement underwent revision on (B)(6) 2024 due to an alleged infection. The surgeon that performed the washout, doctor (B)(6), also revised unknown eleos implants.